Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of the ccd (r-unit) and the rigid tube was bent and dented / component failure of the rigid tube, video connector contact was corroded/ component failure of the video connector contact, light guide adaptor is loose/ component failure of the light guide adaptor, objective lens was contaminated, component failure of the objective lens. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: caused traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no video image. The issue was found during a set up. There were no reports of patient harm.